Event description:
It was reported that the customer had a motor error during bolus, basal on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer was asked verbally and in written form to return broken insulin pump for analysis. No further information was available.

Manufacturer narrative:
Findings: motor error alarm during rewind due to jammed gear box. Unable to perform displacement test due to motor error alarms. Scratched reservoir tube window, cracked reservoir tube lip and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.